Manufacturer narrative:
The device was returned for analysis. The suture material separation was confirmed as a link separation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely, the reported device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle and cuff were not blown through the posterior foot. The observed link detachment a link detachment subsequently occurred during plunger retraction as the posterior cuff remained in the posterior pocket. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a carotid intervention procedure using a 6f sheath. Reportedly, a suture break occurred when the needle plunger was removed after deployment as it was pulled back with a little more force than usual. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.